Event description:
A physician attempted an arteriotomy closure using the starclose device in the right femoral artery. The starclose was deployed but hemostasis was not obtained. The access site was held with manual pressure for several hours however, the patient continued to bleed. The patient was transfered to another hospital where another physician placed a dacron graft in her right femoral artery. The patient is reportedly doing fine.

Manufacturer narrative:
The device was not returned however, the lot number was provided. Review of the device history record did not produce any findings relevant to this report.